Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 2 clips conforming, however after the second firing, the remaining clips were ejected. The instrument lock out was functional. We have documented the circumstances as they were reported us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device did not work. They opened a new one to complete the procedure. There was no pt consequence.